Event description:
The customer reported that a historically rh(d) positive patient was tested rh(d) negative with erytype s abd+rev.a1, b. The patient sample that had caused the false negative reaction was sent to us for quality control, but none of the supposedly defective product was returned. Our quality control laboratory re-tested the patient sample with the retained sample of erytype s abd+rev.a1, b on tango. Our testing confirmed the customer's result. Further testing of the sample with different anti-d reagents in the tube technique strongly suggests that the patient's rh(d) antigen may be weakened or even be a d partial. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. We are still waiting for the result. Furthermore different rh(d) positive red cells were tested with the retained sample of erytype s abd+rev.a1, b. All positive reactions were correct. We did not observe any false negative reactions. Checking of the tango revealed no instrument malfunction. Testing by our quality control laboratory confirmed the customer's complaint about the allegedly defective lot of erytype s abd+rev.a1, b. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We have no further complaints related to this lot.

Manufacturer narrative:
This is our initial report for this incident.

Manufacturer narrative:
This is our final report for this incident.

Event description:
The customer reported that a historically rh(d) positive patient was tested rh(d) negative with erytype s abd+rev.a1, b. The patient sample that had caused the false negative reaction was sent to us for quality control, but none of the supposedly defective product was returned. Our quality control laboratory re-tested the patient sample with the retained sample of erytype s abd+rev.a1, b on tango. Our testing confirmed the customer's result. Further testing of the sample with different anti-d reagents in the tube technique strongly suggests that the patient's rh(d) antigen may be weakened or even be a d partial. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. The laboratory typed the patient as a: ccd.ee weak d type 2. In the instruction for use of erytype s abd+rev.a1, b the customer can find under "limitations" that ....."category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip." Checking of the tango revealed no instrument malfunction. Testing by our quality control laboratory confirmed the customer's complaint about the allegedly defective lot of erytype s abd+rev.a1, b due to the weak d. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We have no further complaints related to this lot.